Event description:
On (B)(6) 2001 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computated tomography (CT) scan of the abdomen revealed that the inferior vena cava filter was present with the top of the filter at the level of the renal veins. There was no significant tilt and the posterior struts extend beyond the confines of the borders of the ivc by approximately 2 mm. No perforation of bowel or the other structures detected. No fracture or significant bending of the stress detected. No ivc stenosis detected.